Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b: (dqy; lit). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, it was reported that the balloon allegedly had deflation problem. It was further reported that there was issue in removing the balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta catheter returned for evaluation. Upon visual inspection, it was noted the device was returned loaded within an unknown brand unknown sheath. The distal end of the balloon was extending out of the sheath distal tip. The distal tip of the balloon was prolapsed, and the distal tip of the sheath was buckled. The returned sheath was bloody, and the tubing had blood within the tubing. A circumferential break was noted to the catheter shaft proximal to the hub of the sheath. No anomalies noted to the bifurcate or luers. During functional testing, the returned sheath was retracted proximally from the balloon to expose the whole length of the balloon. However, due to the break of the catheter shaft, no negative pressure or inflation was possible to the balloon in order to reshape the balloon prior to an attempt of removal of the returned sheath. Therefore, no further functional testing was performed as the loaded sheath cannot be removed due to the prolapse at the distal tip. Therefore, the investigation is inconclusive for the reported sheath removal difficulties and deflation problem as functional testing could not be carried out due to the condition of the device received. However, the investigation is confirmed for the identified break as circumferential break was noted to the catheter shaft. A definitive root cause for the reported sheath removal difficulty, deflation problem and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (dqy; lit), g3, h6 (device, component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the vaccess pta balloon. During the procedure, it was reported that the balloon allegedly had deflation problem. It was further reported that there was issue in removing the balloon. There was no reported patient injury.